Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) turns off. No patient involvement and no harm is reported. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse tested the pump and could not duplicate cs300 turning off. Examined fault logs and observed no lethal faults that duplicate customer failure. The unit was docked properly, batteries were not expired and were inserted correctly, unit was plugged into the ac power and was charging the batteries. Unit passed all functional and safety tests per factory specifications, returned to customer.